Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was located in the calcified, very tortuous, 99% stenosed, distal right coronary artery (rca). The balloon was being used to post-dilate another manufacturer's stent. The balloon ruptured at 20 atms during the second inflation. The initial inflation was also to 20 atms. The procedure was successfully completed with another quantum maverick monorail balloon. There were no reported patient complications. Patient status listed as "good".

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The manufacturing records for top assembly batch 8207641 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the event could not be determined.